Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2014 with the following findings: a review of the black box did not show any activity outside normal use. The returned battery cap was used for investigation. The battery compartment was observed to be intact with no evidence of physical damage. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The pump successfully performed a rewind, load, and prime sequence and a 24 hour exercise test with no power interruptions. The pump cover was removed and there was no defect found to the power circuit. The pump performed within specification; the complaint could not be confirmed or duplicated. Unrelated to the complaint, investigation revealed a cold solder connection on the pump¿s continuous glucose monitor module.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump ¿is totally black¿ and has ¿no function at all¿. The reporter noted that changing the battery did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).